Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report that the left eye vision displayed a purple tint. The customer had already performed troubleshooting and stated the surgeon side console (ssc) image was affected. They placed the same endoscope on another vision side cart (vsc) and there was no issue. Replacing the endoscope did not resolve the problem on the original vsc. The customer planned to perform a hard power cycle on the vsc when the room became available. The procedure was converted to another dv with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due to degraded image quality. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was returned for failure analysis, and the reported failure was not confirmed nor replicated. There were no issues found that would be related to the reported failure. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The unit was installed into the test system and ran video test, 10 power cycles, and sat idle for one hour. The system showed no errors and had good video on both eyes. The ec worked as normal. The purple tint in left eye vision was not replicated. The probable root cause could not be determined; however, a possible root cause can be attributed to an electrical component failure within the endoscope controller.